Event description:
It was reported that during a coronary treatment procedure, it was noted that the distal tip of the choice pt plus j guidewire was too thick. The physician was attempting to treat a 65% mildly calcified lesion in the mid-distal lad. The physician noted the same problem with another of the same devices. They completed the procedure with another choice pt plus j guidewire. No pt injuries or complications were reported.